Event description:
It was reported that during a pci procedure, the 1.25 mm burr became lodged in the lesion. The lesion being treated was located in the very calcified mid left anterior descending (lad) coronary artery. The burr became jammed in the lesion and the console stalled. While attempting to remove the burr, the physician had to forcefully pull the burr from the artery, resulting in the shaft breaking. The burr and guidewire were removed as one without incident. The pt remained reasonably stable during removal. The procedure was not completed due to the fact that another burr was not available. Pt status was listed as "okay."

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The triflar coil was broken approx 6mm from the proximal side of the burr. The piece that broke off and the main section of the device were both still tracked over the guide wire. The spring tip of the guide wire had detached and was returned with the device. The complaint description indicated that the burr had become lodged in the lesion and had to be forcefully removed. A coil break was confirmed. This appeared to be stretched and a pulling force, as outlined in the complaint description, appeared to have resulted in this damage. Upon removal the coil broke in two pieces, one piece had the burr attached. On further inspection of the coil it was noted that the spring tip of the guide wire had detached from the guide wire, however, it appeared to be in its complete state with no missing parts. The device history record was reviewed for batch 9034016. The device history record review confirms that this device met all material, assembly and performance specifications. There were no relevant non conformances with this lot. The damage to the triflar coil is consistent with the device being subjected to severe pulling stress. The damage to the annulus of the burr is consistent with the tip of the burr coming in contact with the spring tip of the guide wire. However, if the coil broke as a result of a stress in excess of the device's validated requirements, then the guide wire is designed to prevent any broken parts from becoming loose within the pt. Therefore, it would not be unusual for the annulus of the burr to be damaged due to the pulling force that was exerted on the catheter unit. The spring tip becoming detached from the guide wire may have occurred in transit, this is being investigated.